Event description:
During preventative maintenance of the device, the service representative reported the level sensor had a continuous disconnect error message. The service representative replaced the sensor and the problem was resolved. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.